Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 had failed and multiples cubies were also affected. A field service engineer shut down the station, replaced the retractor band, and secured connections, then rebooted the station. A legacy drawer was present, and no error messages appeared on the screen. The pharmacy successfully completed medication inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es px2w experienced a drawer failure, and the user confirmed that multiple cubies in main drawer 3.2 were affected. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.